Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg failed to establish communication with external devices. Troubleshooting was tried to no avail. Reportedly, the patient failed charge the ipg as recommended. Surgical intervention may occur later to address the issue.

Event description:
It was reported the patient did not recharge the ipg as recommended. As such, the ipg became inoperable. In turn, the patient underwent surgical intervention wherein the device was explanted and replaced. Stimulation was reportedly restored postoperatively.